Manufacturer narrative:
The initial reporter was initially requesting a replacement screw, when he referenced that one of the screws broke. Further questioning, led us to this reported incident. The initial reporter was not sure if the screw was available to be returned for evaluation. The screw was requested from the initial reporter. The screw has not yet been returned for evaluation. If additional information from the user facility, or the device is returned for evaluation, a follow up report will be submitted.

Event description:
The doctor was attaching the head ring post to the head ring and the head ring post screw broke. The incident occurred during the setup of the device prior to it being placed on the patient.